Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4). Implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving prialt (unknown concentration and dose) via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. The date of the event was unknown. It was reported the pump was revised on 11/29/2018 because the catheter was frayed at the end in the spine. Drug was leaking into the patient for four months. The doctor checked to make sure the pump was working during the revision surgery. No further complications were reported.